Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "pump using excessive amounts of helium" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the medical doctor that helium was being consumed too fast on the intra-aortic balloon pump (iabp). The air controls and bellows were checked and found no problem. The md continued to use the pump. The md noted much more helium was used and found helium leaking. The md checked the pump and found the pressure reducing valve malfunction. As a result, the pump was switched out with another new pump successfully. Patient outcome: fine. There were no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the medical doctor that helium was being consumed too fast on the intra-aortic balloon pump (iabp). The air controls and bellows were checked and found no problem. The md continued to use the pump. The md noted much more helium was used and found helium leaking. The md checked the pump and found the pressure reducing valve malfunction. As a result, the pump was switched out with another new pump successfully. Patient outcome: fine there were no reported patient death, serious injury or complications.